Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had a skin irritation under the front therapy electrode. The area was described as two red splotches on the skin that turned into a light weeping wound. The patient spoke to his general physician, who referred him to talk to his cardiologist. Neither the cardiologist nor general physician made any recommendations for treatment. The final medical outcome is unknown.